Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.(B)(4).

Manufacturer narrative:
The other devices involved in the event are as follows: model: 105-7000-065 / lot: 9900380 dom: 21 apr 2014 exp: 03 nov 2016. Model: 105-7000-065 / lot: 9907188 dom: 05 may 2014 exp: 03 nov 2016. Model: 105-7000-060 / lot: 9926581 dom: 13 jun 2014 exp: 30 mar 2017. (B)(4).

Event description:
Information received from the onyx davf (dural arteriovenous fistula) prospective registry: subject (B)(6). The patient underwent onyx embolization treatment. On (B)(6) 2014, it was reported the patient had severe headache and occlusion of the draining vein. The patient was placed on tramadol, paracetamol, and lovenox for 10 days. No serious injury was reported.